Manufacturer narrative:
The device passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported that the customer's device had a motor error alarm. It was reported that the customer's device has a small crack around the reservoir compartment. The customer's blood glucose level was reported to be 324mg/dl. It was reported that the device would be replaced.